Event description:
User facility voluntary medwatch was received (B)(4) that stated the following: "the connection below the clave separated. Please note I have submitted this report with a date as there was no involvement with a pt." Upon further query the following information was provided that indicated a separation. The tubing was to be used to deliver an unspecified medication via a plum pump. It was reported that during priming of the tubing set, the tubing separated from the leg of the clave y-site. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.